Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 scope communication error was caused due to corrosion on plug unit. However, the most probable cause for corrosion on channel mount, mount, forceps channel port, connecting tube was traced to component failure. And the most probable cause for dirt on light guide rod could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion on channel mount, mount, forceps channel port, connecting tube, e226 scope communication error and dirt on light guide rod was observed. The service repair technician indicated that the most likely cause of the corrosion on channel mount, mount, forceps channel port, connecting tube, was due to component failure and e226 scope communication error was caused due to corrosion on plug unit. However, the cause for dirt on light guide rod could not be established. There were no reports of patient harm.